Manufacturer narrative:
(B)(4). Evaluation summary: one delivery system and capsule were returned to medtronic for evaluation. The delivery system was investigated visually for external damage. The trocar needle was advanced. The delivery system not bent at the guide wire, but the plunger was not broken. The emergency release on the delivery system was not implemented. The wire that holds the capsule was completely off and the foam gasket was in good condition. The delivery system did not have any visible damage. As the product was received, the bent guide wire on the delivery system is indicative of mishandling. There was no required intervention to prevent permanent impairment/damage in this case. The information was updated in this supplemental.

Event description:
A repeat procedure was necessary due to the alleged device malfunction. The capsule was retrieved from the patient's stomach. There was nothing unusual about the patient or procedure itself that may have led to this event. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. The device operator has been performing this procedure for eleven years. Lubricant was used to facilitate capsule placement and the reporter confirmed that no lubricant went into the capsule chamber. No known adverse events were reported.

Event description:
Customer reported on a bravo ph capsule that failed to detach. The pt was not injured following the procedure.